Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the mcl20 clips are not advancing. Another device was used to complete the case. There was no consequence to the pt.